Event description:
A doctor was performing routine medical treatment to a pt when the lens heat shield/holder from his dental light fell off the light head and hit the pt on the face causing a cut to the pt's lip. The doctor administered general first aid only to the pt's lip. There were no serious injuries reported.

Manufacturer narrative:
The lens heat shield/holder from the dental light has a three prong locking mechanism which locks the lens heat shield/cover into place. The lens heat shield/cover has to be removed by the end user when cleaning the lens or replacing the halogen bulb during routine operator maintenance. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place. The dental light is over 15 years old and is past the expected life of the device.